Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on (B)(6) 2025, for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not operating on battery power. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not operating on battery power. The customer reported that the battery was installed and was still charging after two days of charging. The customer reported that the (light emitting diode (led) was going steady. The rse informed the customer, that if the battery is run to a low level, the recharge can take several days to complete. The rse then advised the customer to reinstall the original battery and check the battery voltage via the pneumatic screen. The customer was also advised to continue charging the new battery and then check the voltage periodically to verify if it is increasing/charging. The customer was provided with the part number for a replacement battery. This investigation is ongoing.